Manufacturer narrative:
The reported issue of broken motor strap was confirmed with the sample received: the motor strap received had one side of the strap having torn away from the body of the part. The date of manufacture of the damaged motor strap could not be identified; therefore it could not be determined if it is a post corrective action failure. Based on the reported device serial number associated to the failed part, the part was most likely manufactured prior to the scar. (B)(4). The pump module is typically used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported that during preventive maintenance, the facility's biomed technician noticed broken motor strap on the lvp module when checking for any cracked post on the bezel. There was no patient involvement.